Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during set up for a npwt, a part of cotton filler of one (1) large npwt cotton filler kit was trapped in the sealing part of the pouch. The treatment was resumed with a s+n backup device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6; the product was not returned for evaluation. A visual inspection of the image provided was conducted and revealed that a string of cotton was hanging from the sealing part of the pouch. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. Additionally, there have been no previous investigations for the part number and failure mode reported. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. The image supplied, shows that there is a thread of the cotton filler component adhered to the inside seal. Complaint history has confirmed that this event type is low occurrence/limited in scope. Risk documentation anticipates this situation as a low risk expected event. Will continue to monitor for breaches in expected occurrence rates and risk regions. The conclusion of this review confirms that no escalation is required. At this time, we have evidence to suspect that the product failed to meet the product specifications at the time of manufacture, however, based on this investigation, the need for corrective action is not indicated. Corrected data: g2.